Manufacturer narrative:
No frozen screen noted. Device was received with a critical pump error (open book image) alarm. The problem is isolated to electrical board. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify button keypad anomaly or unexpected battery power loss alarm due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm and frozen display. The customer started that there were no button responses. Customer was not calling back after installing a new battery, monitoring the pump for 2 hours and frozen display recurred. Customer reported the screen was not completely blank. Alarm occurred during the time that the buttons were not responding. The insulin pump buttons did not begin to work in less than 5 minutes without battery change. Insert battery alarm did not appear on the insulin pump screen. The customer was unable to clear the insulin pump errors and power loss alarms on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.